Event description:
It was reported that the patient underwent spinal fixation from l1 to s1 with a crosslink at l3/l4. X-rays taken in 2009 revealed a broken rod. Four months later, bilateral rod breakage at l3/l4 was confirmed. The patient underwent revision surgery due to non-union at l3/l4; reportedly fusion occurred at all other levels. Upon examination, all screws were intact and remained in the patient. The rods and crosslink were removed and replaced with new instrumentation, allograft and rhbmp/acs at l3/l4. No additional patient complications were reported.

Manufacturer narrative:
The rods and crosslink were discarded at the hospital. Imaging films were not provided.